Event description:
Caller states: four sets have been changed to come to a conclusion that the blood backs up into the tubing on the same lot # cf1107504 after about 20 mins. On (B)(6) 2012 - caller confirmed with (B)(4) clinician that the set was primed on the pump, which would indicate that the set was assembled properly. Pt's mom also reported to caller that she placed the pump about the height they had it in the hospital and looped the tubing on the pole and no more problems since then.

Manufacturer narrative:
Product was not returned.